Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is getting a vent inop (ventilator inoperable) alarm. Error log shows bad xdcr cal (transducer calibration). As of this time there is no information about patient involvement associated with this reported event.